Manufacturer narrative:
The investigation into the reported access site bleeding ¿ major and limb ischemia - reversible has been completed since the original report was filed. Product was not returned for review. Based on clinical description, the root cause of access site bleeding was most likely due to patient movement. The root cause of limb ischemia was most likely due to patient condition related.

Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support via right femoral artery. A large hematoma had developed, during transport, over the impella sheath site. Once the patient arrived to the critical care unit, the hematoma was worse and there was concern for distal limb ischemia. The decision was to exchange the impella device and place it in the left femoral artery. Reportable due to patient's hematoma and limb ischemia and the removal of the device.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿